Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 5/18/2020.

Event description:
It was reported that the subject device had a malfunction with every handpiece. There was no report of any patient harm.

Manufacturer narrative:
No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a malfunction with every handpiece. There was no report of any patient harm.

Event description:
It was reported that the subject device had a malfunction with every handpiece. There was no report of any patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no output power. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue was and no output power are due to due to front panel damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.